Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set cannula was bent event on (B)(6) 2026. The event occurred within three hours of insertion. The insertion site was upper buttocks. The patient first went to the emergency room and was subsequently hospitalized due to high blood glucose and ketones and treated with intravenous saline fluids and insulin.